Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/24/2018, that on (B)(6) 2017, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed as there was no voltage. A review of the share log data was performed however the data did not reflect the investigation window. The reported allegation of loss of connection was undetermined. The root cause could not be determined. No additional event or patient information is available.